Manufacturer narrative:
Gtin/UDI number for item mx9166, lot 17026438 is (B)(4). (B)(4). The customer¿s report of leaking through the filter vent was confirmed. Visual inspection noted whitish colored fluid within the tubing and the 0.2 micron filter. The type of fluid being infused was not reported but it is noted that a 1.2 micron filter would be required for infusion of lipids. Inspection under magnification showed that the filter vent membrane appeared to be wetted. Functional and pressure testing confirmed leaking from the filter vent. The cause of the leak was a damaged filter vent membrane. The cause of the damage is unknown.

Event description:
The customer reported that fluid leaked from the vent on the filter extension set during patient use in the neonatal intensive care unit. There was no report of patient harm.